Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number (B)(4). Related manufacturer reference number (B)(4). It was reported that patient experienced pain at ipg pocket site. During surgical intervention, system diagnostics recorded high impedances on both leads. As a result, both leads and the ipg were explanted and replaced. Effective therapy restored post operatively.